Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and moderately calcified, 100% stenosed, distal left circumflex artery (lcx) and the obtuse marginal (om) branch bifurcation. Two non-abbott guide wires were used to cross the lesion after which predilatation was performed, followed by placement of a non-abbott drug eluting stent (des). The first balance middleweight elite ii (bmw) guide wire was advanced towards the om in order to perform a kissing ballooning technique at the om and lcx; however, the tip of the guide wire had entered into the side port of the guiding catheter, and met considerable resistance between the guide wire and guiding catheter. Resistance was also felt during the attempt to retract the guide wire from the guiding catheter. The decision was made to remove the guide wire and the guiding catheter together as one unit from the anatomy. Another bmw elite ii guide wire was selected and inserted into the side port of the guiding catheter outside of the patient anatomy to check for resistance, and the same resistance was felt. The second bmw elite ii guide wire was not used in the patient and the procedure ended without performing the kissing balloon technique. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional ht bmw elite ii referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.